Event description:
Spontaneous; call patient stated after his last infusion wednesday the pump broke and is not working property, did not report any specific details. Pt did not miss a dose; no adverse event reported; unknown if device available for return; unknown lot/expiration. Start date unknown because pt was receiving from (B)(6) before (and likely had a pump from them - we have never shipped a pump to the patient). No further info, or dates known. Pump used to infuse hizentra 20% 11 grams subcutaneously weekly. Reported to (B)(6) by pt/caregiver.